Event description:
A user facility reported that while performing a thermage treatment on the face and neck, after 60 pulses, sparks came out of the tip and a small flame of fire produced a tiny burn on the forehead of the patient. The treatment was immediately suspended and a new tip was used and the treatment was completed. The patient was not administered any pain medication or placed under anesthesia. The patient's status is that there is no pain or complaint. It is expected that there will not be any scarring. No other treatments (besides thermage) were being performed in the same area where the symptoms were reported, nor has the patient undergone any other treatments in the last 30 days. The highest energy level used was level 3.5. No system errors occurred nor was anything out of the ordinary during treatment. Solta medical croygen and coupling fluid were used during this treatment - 1 bottle. The treatment tip surface was inspected prior to use and nothing out of the ordinary was noticed. The tip was re-inspected during the treatment at about every 50 pulses. This is the first time this treatment tip was used.

Manufacturer narrative:
The product has been requested and the investigation is underway.

Manufacturer narrative:
Service is unable to confirm the customers account of the tip damage since no product was returned for evaluation. According to thermage cpt system technical user¿s manual (p009240-06 rev a), burns are a known possible reaction to treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. A review of the manufacturing record showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. There is an existing CAPA related to the flame/sparking and damaged radiofrequency traces for the thermage cpt tips.